Event description:
The customer contact reported the semi-rigid adapter on the clave secondary port on the cassette broke off. The plumset was to be used to deliver an unspecified medication. It was reported that prior to pt used, when the cassette was inverted during priming, the semi-rigid adapter of the clave secondary port broke off from the cassette of the plumset and an unspecified volume of medication leaked. There were no reported adverse effects and no delay of therapy critical to this pt. No medical interventions were required. No add'l information was provided.

Manufacturer narrative:
One used device was rec'd and evaluated. Testing found the clave secondary port on the cassette of the tubing set was partially torn off. White drag marks were noted indicating the use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, the probable root cause is related to the design of the male/female adapter (semi-rigid) that is bonded between the clave port and the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.